Event description:
It was reported to intuvie that the pump was infusing air. It is unknown if the device was used during clinical use.

Manufacturer narrative:
It was reported to intuvie that the pump was infusing air. A review of the serial number history found no similar complaints for this device. The device in question has not yet been returned to intuvie for further evaluation. Reference to complaint # (B)(4).